Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced low blood glucose of 47 mg/dl. The customer was treated for the low blood glucose with candy. The customer was informed that there could be many reasons for low blood glucose. The customer called to report on a broken belt clip. The customer was sent a new belt clip. No further information was provided.